Manufacturer narrative:
(B)(4). Concomitant medical products: 010000664- g7 pps ltd acet shell 54f- 7234417, 20104006- g7 longevity neutral 40mm f- 65462148, 574102020- avenir cmpl ha ho nc size 2- 3080141, 00877504002- biolox delta head 12/14 40x0- 3083541. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the screws went through the cup. No additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records and radiographs reviewed by health care professional. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported after an initial hip procedure, the screw migrated through the cup. Surgeon was not concerned over the migrated screw. The screw was placed for extra precaution during the procedure. No planned intervention. Attempts have been made and additional information on the reported event is unavailable at this time.